Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the wired tfl laser footswitch doesn't pair with laser unit. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and the final investigation results. Corrected fields: b5, d9. The device was returned to olympus for inspection, and the reported failure was confirmed determined to be caused by low battery voltage. The device was visually and functionally tested. The footswitch was equipped with two alkaline procell constant aa batteries, each measuring 1.4 vdc, which is below the nominal rating of 1.5 v. Due to the low battery voltage, two new energizer alkaline batteries (1.5 v each) were installed. After replacement, the footswitch was re tested and paired successfully with the soltive laser system. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the wireless laser footswitch doesn't pair with laser unit. The issue was observed during preparation for use. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.